Event description:
It was reported that a carotid stenting procedure was performed in 2005, and the stent was successfully implanted in the left internal carotid artery. The next day (2005) at approx 3:00 pm, the pt experienced an acute onset of right-sided hemiparesis. At approx 4:00 pm, the pt underwent a CT scan, which was negative for hemorrhage. At approx 5:00 pm, the pt was administered a thrombolytic agent. There was no significant improvement in the pt's condition. Afterward, the pt remained hospitalized in the neuro ICU.

Event description:
Additional capture study information received in june '05 indicating that during hospitalization, the patient experienced a stroke and die during hospitalization in may 2005.